Manufacturer narrative:
Correction to d9: device available for evaluation, date returned to MFR and h3: device returned for evaluation? D9: device avail. For eval? No, previously submitted as yes. D9: date returned to MFR: na, previously submitted as 06/23/2021. H3: device returned for evaluation? No, previously submitted yes. H10: the actual devices were not available; however, two (2) photographs of the samples were provided for evaluation. A visual inspection was performed on the photograph using the naked eye which observed a particulate with a brown and solid state. Due to the nature of the returned sample, no additional testing could be performed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Device manufacturer address 1: (B)(4). The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that brown residue was observed in the tubing of two (2) clearlink system non-dehp extension sets. The set was used with amiodarone connected to unspecified primary tubing. This issue was identified during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.